Event description:
A customer contacted beckman coulter inc., (bec) to report that the unicel dxc 800 pro synchron clinical system generated erroneous triglyceride (tg) results for multiple patients. The results were reported out of the laboratory. The customer stated that they reran all samples tested that day from the last acceptable qc until the time that instrument problem was discovered and twenty patient results required correction. The re-run was performed on a different instrument and the samples yielded normal tg results. Other chemistries were run for these samples but were not repeated. Customer has indicated no patient treatment has been affected.

Manufacturer narrative:
Sample collection information was not provided. Qc presently is within specifications, but based on provided data, there is an evidence of high outliers for tg and several other chemistries. Review of qc charts shows outliers for mg, (magnesium) dbil (direct bilirubin), tg (triglycerides), urine phs (phosphorus) and urine urea (urea). There is no information if service was dispatched for this event. However, the issue re-occurred on (B)(6) 2012 and is covered under MDR 2050012-2012-00834. Based on field service information from (B)(4) 2012, the cause of the event was a malfunction of the reagent syringe.